Event description:
It was reported that during a medical suture arthroscopy, the device did not work during the installation: blocking of the node by two of the devices and bad release of platelets by the two other devices. There was a meniscal tissue damaged.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Age added .patient sex added.